Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The customer and the fse confirmed the reported issues. The fse replaced the gas delivery subsystem (gds) and front bezel. The unit passed all testing and returned to full functionality. No other anomalies were reported.

Manufacturer narrative:
During the evaluation, the service engineer confirmed that the navigation (nav) ring is not working and needs the front bezel replaced. It was also confirmed that the unit is getting a 1200 error code for patient disconnect, and the unit is also reading an airflow of 240 slpm when it should be 0. A gas delivery subsystem (gds) needs replacement to fix both problems. The service engineer replaced the gds and front bezel to resolve the issues.

Event description:
The customer reported a ventilator displayed an error code thus indicating a patient disconnect issue. Moreover, a nav-ring issue was also reported. The failures were reported to have been identified during pre-ventilator check out. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy.

Manufacturer narrative:
The front bezel was returned for failure investigation, and it was identified that previous investigations have shown that liquid ingress due to the variability of the assembly process causes the reported navigation ring failure.